Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a low blood glucose. Customer¿s low blood glucose value was 20 mg/dl at the time of incident. Customer¿s current blood glucose value was 123 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was treated with peanut butter and jam sandwich for low blood glucose. Customer had a symptom like nausea. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.